Manufacturer narrative:
Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conculsions.

Manufacturer narrative:
It was reported that had an issue with a pendant for one of the beds in which it caused a fire. Per the account, they replaced the entire bed as they were not sure if the issue was caused by the motor or something else. The bed caught on fire back in october. The customer stated this was a semi-electric bed. They discarded everything since they did not hear back but have photos of the pendant. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, had an issue with a pendant for one of the beds in which it caused a fire.